Event description:
Infection secondary to clostridium difficile [clostridial infection]. Infection secondary to bowel/intestine bacteria [gastrointestinal infection]. Case description: spontaneous report received on 01/25/2008 from a company representative regarding a male burn patient. The patient had burns that covered 79% of his body surface area and received 17 epicel graphs in 2007. In 2008, the patient received 44 epicel graphs. The patient experienced an infection secondary to clostridium difficile and/or bowel/intestine bacteria on an unknown date. On a week later, the patient expired due to the infections.

Manufacturer narrative:
Qa investigation summary received on 02/01/2008. Eval summary: a thorough review of the batch records was completed. All records and testing were reviewed and found to be in good order. Cells were processed and tested according to our standard operating procedures.